Event description:
An unstable patient was in the recovery room following surgery for lung cancer. Several hours after surgery the ventilator alarms sounded as the patient experienced respiratory distress. The ventilator circuit(which included an hme filter)was removed and manual resuscitation commenced. The patient went into cardiac arrest and was unable to be resuscitated. What role, if any, the hme played in this event has not been determined.